Event description:
An endeavor sprint was implanted in the rca. Approximately 20 months post the index procedure, the patient was hospitalized for anemia, congestive heart failure, metastatic renal cell carcinoma and atrial fibrillation. A gi bleed was identified and the patient suffered a myocardial infarction. The patient received a transfusion, however expired 9 days later. The cause of death is reported to be cancer. The investigator has indicated the events were not related to the study device

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (hemorrhage mi); patient condition predisposed to event (death - cancer related).

Event description:
The patient death was due to widely metastatic renal cell carcinoma with contributing factors being chf due to diastolic dysfunction and gi haemorrhage.